Manufacturer narrative:
A tango service intervention was performed and the left pipettor needle showed a large amount of crystals and deposit. The needle was replaced and some tubing lines corresponding to the pipettor. No other errors were detected. The inconsistency in the results ((B)(6) 2011 vs. (B)(6) 2011) together with the findings of the service engineer make us believe that the residues present at the left pipettor probe adversely influenced the instrument performance and occasionally resulted in insufficient/inaccurate uptake or dispensing of plasma. Since the cleaning of the pipettor probes is part of the daily maintenance conducted by the user, the reported issue could probably have been prevented by following the guidelines and working in accordance to the user manual.

Event description:
The customer reported discrepant reactions of a known antibody positive sample on solidscreen on tango. In the first run the sample reacted negatively. Next day during a second run the sample reacted positively. Customer has sent us two samples of the affected patient but not the allegedly defective product. Therefore both patient's samples were tested with our retention sample of anti-human globulin, anti-igg solidscreen ii. Both reacted positively with biotestcell laboratory confirmed the correct function of the allegedly defective anti-human globulin, anti-igg solidscreen ii lot. A review of the batch record documentation showed no irregularities which might have affected negatively the complained lot's quality.